Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging the one touch ultralink meter prompted the error 2 message. The reporter mentioned the patient did not have any symptoms before, during, or after the issue started. The reporter denied that the patient sought medical attention. As a result of the issue the patient ate food and/or drank a beverage. The test strips are in good condition and upon retest with a new vial, the issue was not resolved. The product was not new (out of box). This complaint is being reported because the product issue was not resolved through troubleshooting. The product did not cause.